Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a cord wrap. This condition has potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged cord wrap. To correct the condition, this component was replaced. If any additional information is received, a follow-up MDR will be sent.